Event description:
During surgical implantation of the rvad (right ventricular assist device), the inflow and outflow cannulae were attached incorrectly (reversed). The pt became hypotensive with poor left ventricular filling. The problem with the cannulae was immediately corrected and the pt's cardiac output and blood pressure improved. The pt was weaned from bypass and transferred to the cardiovascular ICU. Following the procedure, the pt did not regain consciousness and was diagnosed with brain death. Pt was removed from life support in 2002 and expired.

Event description:
During surgical implantation of the rvad (right ventricular assist device), the inflow and outflow cannulae were attached incorrectly (reversed). The pt became hypotensive with poor left ventricular filling. The problem with the cannulae was immediately corrected and the pt's cardiac output and blood pressure improved. The pt was weaned from bypass and transferred to the cardiovascular ICU. Following the procedure, the pt did not regain consciousness and was diagnosed with brain death. Pt was removed from life support in 2002 and expired.